Event description:
A piece of the biopsy forceps lodged in patient's brain during surgery. Piece may be in brain or soft tissue. Injury to patient, unknown, patient to receive post op MRI. Upon inspection the screw to attach the opening mechanism to the forcep tip is missing. From the examination it looks like the opening mechanism may have been slightly bent causing the screw to come out. This does not appear to be a manufacturing failure.